Event description:
Pt underwent an aortic valve replacement combined with ascending aorta replacement and a coronary artery bypass graft surgery on (B)(6) 2010. During surgery, it was reported a blood weeping from the entire length of the perfusion branch of the graft, which was used for ecc. It was also reported that the amount of blood leaked was unmeasurable, but not less than 300 ml. The branch that leaked was cut off and the surgery was continued with axillary artery perfusion line, which had been used at the initiation of the operation. There was no reported pt injury. Additional info provided on (B)(6), indicated the pt had recovered but had a late effect of cardiac failure.

Manufacturer narrative:
Note: all info contained in this report was provided by the MFR. No facility number has been assigned to this report. The complaint device was sent to an outside laboratory for scanning electron microscopy analysis. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. The review of the water permeability testing of five products coated on the same day than the complaint device indicated values well within product specifications. A retention sample coated within the same period and under the same conditions as the complaint device underwent water permeability testing. Test result indicated a value well within product specifications. No conclusion can be drawn until the graft evaluation is completed. A follow-up report will be submitted within 30 days upon receipt of any relevant info.